Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) was found partially deployed, partially out of the shaft. The user switched to manual compression for hemostasis. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd and non-cordis vascular sheath introducer were removed as a single unit from the patient more than five seconds after depressing the deployment button. When the device was removed, the plug was taken out together with the device, and it was found partially deployed, partially out of the shaft. The plug was not fully inside the shaft. The suitability of the femoral artery was not verified on angiography, and the vessel diameter was not verified to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than thirty days prior to this procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. A non-cordis sheath was used. The exoseal vcd was used in a total cerebral diagnostic angiography procedure with a retrograde approach. The operator was a mature operator who had been trained. The patient¿s body mass index (bmi) was not greater than 40. The patient does not have any communicable diseases. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 5f exoseal vascular closure device (vcd) was found partially deployed, partially out of the shaft. The user switched to manual compression for hemostasis. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd and non-cordis vascular sheath introducer were removed as a single unit from the patient more than five seconds after depressing the deployment button. When the device was removed, the plug was taken out together with the device, and it was found partially deployed, partially out of the shaft. The plug was not fully inside the shaft. The suitability of the femoral artery was not verified on angiography, and the vessel diameter was not verified to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than thirty days prior to this procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. A non-cordis sheath was used. The exoseal vcd was used in a total cerebral diagnostic angiography procedure with a retrograde approach. The operator was a mature operator who had been trained. The patient¿s body mass index (bmi) was not greater than 40. The patient does not have any communicable diseases. Additional information was requested but not provided. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " vascular closure device (vcd) deployment difficulty partial deployment" could not be confirmed. Procedural factors may have contributed to the event since it was reported that femoral artery size and suitability were not verified. As per precautions in the instructions for use (IFU), the use of the exoseal should be avoided if the vessel diameter is <5mm. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. The IFU cautions that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button, the user is instructed to retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. No preventative or corrective actions will be taken at this time.